Event description:
Subsequently, additional information was received stating that the patient was seen back in the clinic. The physician reprogrammed the settings to least sensitive. No adverse patient effects noted.

Manufacturer narrative:
A revision procedure was subsequently performed due to the previously reported observations in addition to elevated thresholds. This lead and the device were removed from service and replaced. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the atrial impedances jumped from 780 ohms to 1,865 ohms then back down to 780 ohms. Ts reviewed the episodes and noted that there was non intrinsic noise on the atrial channel. Boston scientific technical services (ts) discussed that there could possibly be a lead issue and suggested that they bring the patient back in for further troubleshooting.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available, this investigation will be updated.